Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient presented to the emergency room (ER) due to the device toning. The right ventricular was fractured and unable to capture. The lead was oversensing with noise noted on electrograms (egm) and had a high short interval count (sic) which triggered a lead integrity alert (lia). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).